Event description:
40 yr old male with medical history of mitral stenosis s/p commissurotomy '86 underwent mitral valve replacement using 31mm mitral homograft on 1/3/97. Ten days later pt required mitral valve replacement using #33 mm "homograft was globally intact. There was prolapse of the anterior leaflet at the level of posterior medial commissure due to the level of implantation of the papillary muscle into the native papillary muscle. One chordae had ruptured." Site did not assess relationship to homograft.